Event description:
The customer reported to olympus that with the deflectable videoscope a light purple pattern was displayed at the top right of the screen. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the adhesive around objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's reported allegation was not confirmed. However, the evaluation found the image had linear scratches due to damage on charged coupled device unit. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to a pinhole on the universal cord, water tightness was lost; bending section cover (a-rubber) and video connector had a scratch; adhesive on a-rubber had a chip; the video connector case had a crack and due to wear of an angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.